Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803201 - femoral head sterile product do not resterilize - 64059554; 00784501500 - femoral stem fiber metal midcoat collarless 12/14 neck - 62508066; 00620005420 - shell porous with holes 54 mm o.d. - 63703210. Report source: (B)(6). Reported event was confirmed by review of radiographs. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06298, 0002648920 - 2019 - 00348.

Event description:
It was reported patient was revised due to dislocation and stem subsidence approximately 2 months post-implantation. Attempts have been made and no additional information is available at this time.